Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The hcp reported that the patient's device was assumed to have been non functioning for "quite some time." They tried syncing the day of the call and could not connect. It was recommended they follow up with the managing healthcare provider to check the device.